Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgery occurred to explant and replace the ipg to address the issue. Surgery may also occur because tonic stimulation made patient feel nauseous as documented on manufacturer report number 1627487-2020-49234 and because ipg is located in an uncomfortable position as documented in manufacturer report number 1627487-2020-49235.